Event description:
The following has been reported: biomed reported: cassette contains air when none is present. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a sensor failure. The pump was not able to pass mock infusions as it would erroneously read air in line. An internal investigation and the downstream air sensor portion of the set ID assembly was not fully plugged into the main pcba. Reseating this connection resolved the issue and the pump was able to infuse normally. There was no additional damage identified.